Manufacturer narrative:
Initial.

Event description:
It was reported that a user observed blood glucose around 400 mg/dl and found insulin leaking when the cartridge was removed from the ilet pump, consistent with a leak/splash associated with the reservoir component. Symptoms included hyperglycemia with headache and nausea. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with a leakage at a seal, aligning with a medical device leak/splash associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.